Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient received shock therapy for a conducted supraventricular tachycardia that was initially detected in a monitor only zone.

Manufacturer narrative:
The boston scientific technical services department discussed reprogramming therapy zones and detection enhancements. No adverse patient effects were reported as a result of this observation, and current records suggest that this device remains in service. This event will be updated if any additional information becomes available.